Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy, resulting in peritonitis. The breach in aseptic technique was not further identified. On the same day as the event onset, the patient was hospitalized for peritonitis. Also that same day, the patient started treatment with unspecified intravenous antibiotics (drug names, doses, frequencies, and durations not reported) for peritonitis. On an unknown date during hospitalization, the patient's pd catheter was removed and the patient was switched to hemodialysis therapy. At the time of this report, the patient remained hospitalized and was recovering. No additional information is available.